Event description:
It was reported by the patient that one of the 100 milliliter (ml) cassette with flow stop started steady beeping while in the run mode and alarmed no disposable. The patient was unable to resolve, switched to backup pump and pump immediately alarmed again "no disposable". The patient reported a while ago while attempting to fill a different 100 milliliter (ml) cassette with flow stop, that it was hard to put the medicine into the cassette even with the blue piece on. No patient injury was reported.

Manufacturer narrative:
Catalog number and unique identifier are unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. 510k number is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation